Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastroplasty, the jaws would not open and close completely and would not rotate. Removed the reload and connected again, but the same issue occurred. A manual stapler was used to complete the case. There was no patient injury.

Manufacturer narrative:
Additional information: d8, d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The electronic de vice-use logs were also provided. Visual inspection noted no abnormalities. The motor test passed, the piezo sounded, and the screen turned on. All four rotation buttons were functional. A representative loading unit was attached and articulated without difficulty. A review of the system logs showed a battery communication error. It was reported that the jaws of the reload did not close comple tely and the jaws of the device did not rotate. The reported issues were confirmed. The most likely cause could not be established from the information available. It was also reported that the jaws of the device did not open completely. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected unreported conditions: vented battery, dim display and burnt in display. Analysis of the system logs noted that the handle was placed on a charger. The next time the handle initializes is with low voltage detected on the charger. The handle was opened up and both batteries were found to be vented. The most likely cause for these additional conditions is traced to a component failure. This issue may occur due to battery degradation. Another unreported condition was identified: damaged infrared (ir) shield. The product analysis noted evidence that the device was not used as intended. This issue can occur if the device is dropped. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.